Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that while the physician was attempting to place a lead at t12 a csf leak occurred. Surgical intervention took place where the entire system was explanted to address the issue. Explant date is unknown. Investigation was unable to determine which of the leads attributed to the event. The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: 05415067027153, serial: (B)(6) batch: 9157708.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: 05415067027153, serial: (B)(6) batch: 9157708.